Event description:
Paramedics attended to a patient that had been down for an unknown period of time, diagnosed as asystolic. An attempt was made to administer a countershock using standard external paddles. Reportedly, the unit charged properly but failed to discharge. A backup defibrillator was made available and used with no other problems reported. The code was called at the scene and the patient was not resuscitated. The reporter later indicated the basis of the malfunction claim was due to the lack of skeletal muscular response by the patient during discharge. The reporter indicated that after 30 minutes of unsuccessful resuscitation therapy, the physician on scene preempted normal protocol and recommended defibrillation therapy to the patient as a last ditch effort. When the patient did not physically respond, the physician assumed the defibrillator had not delivered energy. The reporter indicated the device did not cause or contribute to the pt's death. The opinion was based on lack of patient viabilty.